Event description:
It was reported that the user experienced difficulty attaching the connector and required significant force to seat it, after which the connector was attached and a replacement supply box was issued. Symptoms included no alerts or alarms and no impact to therapy for another user. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of lot and confirmation of shipping information. Investigation of this case revealed an inability to attach the connector. It was concluded that replacement supplies were provided and the user will call back if the issue persists.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.